Event description:
Serious injury involving one person. A report was received that a pt who had been wearing focus night & day lenses for 2 months experienced pain in the right eye. Pt had been using renu mps, miraflow and unisol to clean and disinfect the lenses. Pt presented for exam in 2002, and was diagnosed with a mid-center superior corneal ulcer located at 1 o'clock, 2mm long, and 3mm from the limbal edge. No culture was performed. Pt was prescribed ocuflox treatment, and the condition was resolving with slight photophobia.